Event description:
The dealer reported that the user stated the chair stopped unexpectedly 5 times and displayed an unknown error code that the user did not capture. The dealer is unable to reproduce the issue.